Event description:
The customer stated noticed leaking from di water manifold back of alinity I processing module. The customer cleaned leaking and dried out, then noticed no power to alinity I processing module. The customer observed spark when trying to reconnect power cable to alinity I processing module. There was no damaged to the customer facility. There was no patient involvement and no harm to user reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the site visit, the field service engineer (fse) discovered that small leak from the di water manifold and rebuilt the fitting and tightened it; however, did not believe the leak contacted any electrical components. No evidence of fire or burn damage was seen on the main power supply, processing module . Service performed a power cycle with no issues of electrical sparks. The main power supply, processing module (part number a-30103383-02) was determined the likely cause for electrical spark. No further issues of electrical sparks occurred after the power was cycled and the instrument was functional. There was no injury to personnel reported. A review of the service history for the alinity I processing module, serial number (B)(6)no contributing factor on or around the date of the event. A review of tracking and trending did not identify any trends for the alinity I processing module or the main power supply, processing module. The 2022 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The alinity I system operations manual provides information regarding electrical hazards, and electrical safety for the alinity I systems. Based on the available information, no systemic issue or deficiency of the main power supply, processing module (part number a-30103383-02) or the alinity I processing module, serial number (B)(6) was identified.